Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported teflon pad damage. A visual inspection on the thunderbeat device found the teflon pad severely worn, missing a small portion, and metal exposed. In addition, the distal end of the device was inspected under a microscope and found the probe with charred marks. The device was then attached to an olympus test electrosurgical generator (usg-400/esg-400) for a probe check and the device passed the probe check test. Based on the investigation findings and similar reported events, the cause for the reported teflon pad damage could be related to the operator¿s technique when insufficient tissue or no tissue is between the probe and jaw when the device is activated. The instruction manual provides several warning and caution statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a laparoscopic hysterectomy procedure, the teflon pad melted when the physician was performing the seal and cut function on a broad ligament and uterine artery. No device fragment fell off into the patient. The procedure was temporarily interrupted, with a moderate amount of additional bleeding that was controlled using an unspecified grasper. The procedure was completed using a different thunderbeat device. There was no patient injury reported.